Event description:
During servicing of the autopulse platform (sn (B)(6), the platform failed functional testing with user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. No patient involvement.

Manufacturer narrative:
During servicing of the autopulse platform (sn (B)(6), the platform failed functional testing with user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. The root cause of ua07 was a defective load cell, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in january 2009 and is over 16 years old. To remedy the fault, the failed load cell must be replaced. The autopulse platform was deemed unrepairable due to the platform's age. The autopulse platform will be scrapped at zoll canada service depot. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).